Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 30sep2024, it was confirmed that the customer did not perform any further troubleshooting following the remote service. The customer successfully completed an operational check and ran the device in operational mode for several hours without issue, and then returned the device to use. In the gfe response received on 30sep2024, it was stated that the patient information was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the customer experienced a 1101 (ventilator restarted) and a 3007 (software exception) diagnostic code. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) reviewed the 1101 code in the revision t service manual and informed the customer that the manual states "if diagnostic code 1101 occurs in conjunction with diagnostic code 3007, no action is required." This investigation is ongoing.